Manufacturer narrative:
Device received with missing segments/partial display due to broken traces on the lcd glass between the lcd controller and the lcd image area.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the insulin pump had blank and solid white display. Blood glucose level of the customer was unknown. The customer was assisted with the troubleshooting. The customer stated that the contacts on the battery cap were neither missing nor damaged. The insulin pump will be returned for the analysis.